Manufacturer narrative:
Although requested, the device was not returned for evaluation and additional information regarding the details of the event was not provided. A review of the device history record (DHR) did not find any non-conformities or anomalies related to this event. The lot history, trend analysis, risk analysis and directions for use review were considered acceptable, with the product performing within anticipated rates. Based on all the available information, the root cause of this event could not be determined.

Event description:
Reportedly, during an intraocular lens (iol) implant procedure when the iol was delivered into the eye it was noticed that the haptic was broken. The incision size was enlarged to remove the iol and it was replaced intraoperatively with another iol. The patient outcome is good. Additional information was requested but not received.